Event description:
During use of the device for a cardiopulmonary bypass procedure, the user continuously experienced pump jam. The device was used for the reminder of the procedure.

Manufacturer narrative:
Terumo did receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).